Event description:
It was reported that the right ventricular lead was t-wave oversensing and had triggered the lead integrity alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis reveal that there was rv (right ventricular) oversensing as there were three lfp high rate ¿ns less than equal to 217 ms average v-cycle between (B)(6) 2012. The rv lead integrity alert (lia) was triggered as the data showed one patient alert for lead failure predictor on (B)(6) 2012. And lastly the data showed that here was non-physiologic/sic oversensing as the ventricular short interval count (v-sic) equaled 362 counts in 12.83 days, between (B)(6) 2012.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.